Manufacturer narrative:
G4: (B)(6) 2020. B4: 01oct2020 . The philips remote service engineer (rse) spoke to the customer on (B)(6) 2020 who stated that a faulty flow sensors was found to be the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
It was reported to philips by the customer (biomed) that the device alarms low leak co2 rebreathing risk when ran on a test lung. The device was not in use at the time of the event. The issue occurred in testing when the device was run on a test lung. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The biomed stated that the device alarms low leak co2 rebreathing risk when ran on a test lung and there is a whisper swivel in the circuit. The rse advised the caller to perform a complete performance verification test (pvt) on the device to determine if any of the testing fails that may point to the root issue. The rse advised the biomed that the flow sensor assembly may be faulty, and if pvt passes, to try swapping in a known good flow sensor to see if that resolves the issue.